Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: complaint is confirmed as we are able to confirm complaint description (broken welding) based on the received pictures. Visual inspection: the device ¿scrdriver f/ml scr ã¿4.5 w/sh¿ article number 03.019.025.01 is in used conditions and broken. Since only part of the finished article is shipped back to hägendorf manufacturing site, the lot number cannot be identified. Only component 60060435 (locking_core kpl) was returned. This component is composed of two parts (60060434 ¿kappe¿ and 60060433 ¿locking core shaft¿) welded together. Unfortunately, the device was shipped back broken. The two components which should be welded together are detached even if it is possible to see melted metal on the side which should be welded. This means that the laser welding process has been performed during the manufacturing process. Furthermore, scratches are present all over the device. Document inspection: the following documents were reviewed: ¿ product quality plan ¿ inspection sheet ¿ locking_core_kpl ¿ kappe/cap ¿ locking-core-shaft in order to perform the investigation, all the documents mentioned above have been analyzed. No anomalies were identified. Dimensional inspection: a dimensional inspection has been performed on both the shipped back components. However, not all the relevant features in the welded area are still possible to be measured due to the presence of melted material (since the welding occurred during the manufacturing), which alters the results. According to drawing, the bigger outer diameter was found to be inside specifications. According to drawing, the smaller outer diameter was found to be inside specifications. According to drawing, the outer diameter was found to be inside specifications. According to drawing, the inner length was found to be inside specifications. According to drawing, the outer length was found to be inside specifications. Since all the features possible to be measured in the welded region were in specifications, no dimensional issues were identified. According to evidence, it is not possible to address the final root cause to a manufacturing issue. Most likely a mishandling of the device led to the opening of this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on an unknown date, prior to the procedure, when the set was opened, it was discovered that the locking rod had come apart into two pieces. Concomitant devices reported: screws: trauma (part number unknown, lot unknown, quantity 1), rods (part number unknown, lot unknown, quantity 1). This report involves one (1) scrwdrvr f/4.5mm ti multiloc screws/slf-retain/330mm. This is report 1 of 2 for (B)(4).